Event description:
It was reported that during use the ventilator suddenly shut down without any alarms and automatically restarted. After restarting, a "device failure" alarm appeared, which could be reset. The ventilator stopped working for approximately 50 seconds. The device was exchanged - no injury or serious impairment of patients state of health was reported. The serial number of the affected fabius gs was requested from the customer but not provided. Therefore, the UDI cannot be determined.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further details which would enable a case-specific evaluation. Hence, the reported shutdown can neither be confirmed nor denied. Under consideration that the reported observation of a shutdown occured, the most likely explanation for a shut-down would be a loss of electrical energy supply. The device is equipped with an internal battery to cover mains power losses so the failure scenario includes a failure to run on internal battery. The simplest explanation would be that the device was not connected to mains power at the time of event and that the device ran on battery until the latter was depleted. But - against the user facility report - this will trigger an alarm. An other explanation could be an unexpected shut-down after mains power loss may have occurred when the internal battery was overaged already, depleted at the time of event or when the specific error condition did not allow to continue operation on battery supply. Finally, an observed shut down and automatically restart would also apply to a situation in which the device performs a reboot. A reboot is the specified behavior to overcome significant deviations in the processing of sw routines; ventilation would be continued after a successful completion of the reboot sequence of typically 12 seconds - but this is against the duration of 50 seconds reported by the user. The device will post an acoustical alarm for both situations of shutdown or reboot - in case of complete shutdown the alarm will be announced by the buzzer of the power supply which is buffered by an independent power source. Further conclusions can't be made due to lack of information; the issue may have been related to infrastructure issues, a technical malfunction, an use error or lack of maintenance or a combination of multiple factors. The serial no. Of the affected device was not provided and there is no service contract with drager. The status of preventive maintenance and repairs is unknown. The user facility report mentioned a production date of 07-2015 for the device - so, approx. 10 years in use. It is recommended to have the device checked by trained service personnel.